Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (fmr) with a grade of 3-4. On (B)(6) 2020, the clip delivery system (cds) was advanced to the mitral valve and implanted, reducing mr to <1. On (B)(6) 2020 it was noted that there was a single leaflet device attachment (slda) and the clip is not attached to the anterior leaflet. No treatment has been reported. Mr increased to 4. Subsequent to the initially filed report, the following information was received: on (B)(6) 2020 the patient received an additional procedure to place a second clip and mr reduced to 2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. A review of the complaint history identified no similar incidents reported for this lot. Based on the available information, a cause for the reported slda could not be determined. The reported mr appears to be a cascading effect of the slda. Additionally, mr is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported additional therapy/non-surgical treatment is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.na.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report slda, increased mr. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (fmr) with a grade of 3-4. On (B)(6) 2020, the clip delivery system (cds) was advanced to the mitral valve and implanted, reducing mr to <1. On (B)(6) 2020 it was noted that there was a single leaflet device attachment (slda) and the clip is not attached to the anterior leaflet. Mr increased to 4. On (B)(6) 2020 the patient received an additional procedure to place a second clip. No additional information was provided.